Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of a homechoice cassette during dwell three of four of peritoneal dialysis therapy. The patient stated that the patient line was ¿all bent up¿ and cut the portion of the patient line that was leaking. The patient stated that their bed was wet. There was no patient injury or medical intervention associated with this event. No additional information is available.